Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive part of the lighting lens was peeling off. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had an abnormality in the distal end. A metal part of the cap could not be removed. This event occurred during reprocessing. There were no reports of patient involvement